Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker had pace impedance trends have been relatively stable, in the 600-700 ohms range. Impedance trends showed a spike to about 2580 ohms on (B)(6) 2018 and trends have been mainly in the 500 ohms range since that time. The current ventricular pace configuration is unipolar pacing with bipolar sensing. A review of reports from the follow-up history indicate a change to this configuration, likely to have occurred at the office visit on (B)(6) 2018. The rv lead is from another manufacturer. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker had pace impedance trends have been relatively stable, in the 600-700 ohms range. Impedance trends showed a spike to about 2580 ohms on (B)(6)2018 and trends have been mainly in the 500 ohms range since that time. The current ventricular pace configuration is unipolar pacing with bipolar sensing. A review of reports from the follow-up history indicate a change to this configuration, likely to have occurred at the office visit on august 7, 2018. The rv lead is from another manufacturer. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.